Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting the elective replacement time (ert) indicator for battery depletion. The ert indicator was cleared three separate times and each time it reverted to ert. The physician elected to explant the ipg.